Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The target lesion was located in posterior tibial artery. After a guidewire was crossed the lesion, a 3.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. Another balloon was used to inflate and completed the procedure. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The target lesion was located in posterior tibial artery. After a guidewire was crossed the lesion, a 3.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. Another balloon was used to inflate and completed the procedure. There were no patient complications nor injuries reported. It was further reported that the lesion was 99% stenosed, has a bend of <=45 and was mildly tortuous and severely calcified. The balloon was inflated for 10 seconds before it ruptured. There were no segment of the balloon detached inside the patient after it ruptured.